Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (initial reporter) (B)(6). Updated fields: b4,d9,g3,g6,h2,h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had overheating issue. There was patient involvement but no harm reported.